Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon initiated the procedure on console 2. Console 1 was never used but seemed to be triggering the faults. Following the 2 restarts, the procedure was completed using console 2. Following the procedure, the customer disconnected console 1 and powered it off to prevent further faults. Isi did receive the foot tray involved with this complaint and performed the failure analysis. During failure analysis, visual inspection was performed and found no problem related to reported issue. Checked lighthouse/aperture and confirmed error 319 had occurred. Installed foot tray on an internal eft system and foot tray functioned as designed. Power cycled several times with no errors. Unable to replicate reported issue during system testing. Root cause is not determined at this time.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The fse replaced the foot tray assembly to resolve the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the system experienced two faults, leading to a mid-procedure restart. The logs indicated that console1 had a foot tray assembly error 319. After a second restart, the procedure continued as planned. It was recommended to disconnect console1 if the issue persisted. The procedure was completing as planned with no reported injury.